Event description:
Boston scientific received information that this defibrillation lead was explanted due to a patient infection. No further adverse patient effects were reported.

Manufacturer narrative:
A request was made for product return. Should additional information become available, this event will be updated.